Manufacturer narrative:
Conclusion: hemorrhages at the site of occlusion are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00536. Hospital disposed of device.

Event description:
Patient underwent thrombectomy procedure for embolism in the m1 using the penumbra system. Prior to operation, 1,670 units of it t-pa and UK were administered. Percutaneous transluminal angioplasty with a merci retriever system was also performed. Aspiration with a 041 reperfusion catheter and 041 separator to debulk to cot was performed for 40 minutes. After aspiration percutaneous transluminal angioplasty with a merci retriever system was again performed and 4,000 units of heparin were administered. After procedure CT revealed the patient suffered severe subarachnoid hemorrhage (sah). The patient passed away two days later. Physician's comment: the relationship between the event and the penumbra system, and the event and the procedure are not deniable. This is because the sah occurred just after the operation. Recanalization led to hemorrhagic infarct and the patient expired due to his deteriorating cerebral infarct condition.